Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that cleaner was leaking from the probe. The fse followed the leak to the check valves (cv34a and cv26a) at vl9 (whole blood aspirate). The fse replaced both check valves and their respective tubing. No further evidence of leaking was observed. The cause of the leak were the check valves (cv34-a and cv26-a) at vl9. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the coulter lh 780 hematology analyzer would leak from the probe. The volume of the leak was approximately 3 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection with this event. There was no death or injury resulting from the incident.